Event description:
The event involved a plum 360¿ infuser pump where it was reported that it was not infusing at the proper rate. There was patient involvement but no patient harm.

Manufacturer narrative:
Confirmed customer¿s complaint of device was not infusing at proper rate. Tested device by running protocol with basic set up. Device failed with a peak proximal occlusion alarm. Review of device alarm log history found error codes n185, n192 present. Replaced app board per n185, pressure detector sensor per n192. Device passed delivery accuracy test per tsm. Probable cause is worn app board, pressure detector sensor. Replaced cassette door, fluid shield due to damage consistent with normal wear and tear.